Manufacturer narrative:
Investigation: first, we made a visual inspection of the electrodes. In electrode a, we have found that the ceramic has broken off at the tip. No damage was found on electrode b, c, d and e. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable; severity was 3(5) and probability 3(5). Explanation and rationale: there are several ways in which the ceramic at the tip of product may have broken off. One possibility is that the product was dropped before or during use, or that the electrode was planned out and damaged as a result. Another possibility is that the ceramic was broken by a blow, for example against the table. Conclusion/preventive measures: based upon the investigation results, a clear root cause could not be determined. Based upon the investigation results, a CAPA is not necessary.